Event description:
It was reported that the left bundle branch lead exhibited high capture threshold. The lead was capped and replaced on (B)(6) 2024. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).